Event description:
New information received notes that when the patient presented for a follow up, the device was still in rf telemetry lockout state. Firmware download was performed and the issue was resolved. There was no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the pacemaker has been in radio frequency (rf) telemetry lockout since (B)(6) 2020. There was no transmission received and the device had only 8k telemetry. The clinic waited more than 31 days to send another transmission; however, the device remains in lockout. Firmware download was discussed. There were no patient consequences.